Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (b)96) 2013, the lay-user/patient contacted animas to report that she had unexplained ¿hi,¿ blood glucose reading, over 600 mg/dl, and required hcp treatment in the ICU. On (B)(6) 2013, the patient had elevated blood glucose which did not respond to bolus insulin via the subject pump and took 10 units of insulin via syringe. Upon arrival to the ER, the patient had stomach pain, nausea, and vomiting. She was taken off of the pump and put on IV insulin drip while her blood glucose remained high. At time of the call to animas, the patient was still in the ICU. The patient did not implicit a supply or pump issue and declined to troubleshoot. This complaint is being reported because the patient had elevated blood glucose above 600 mg/dl and required hcp treatment while on insulin pump therapy. In addition, the patient¿s blood glucose did not respond to bolus insulin via the subject pump the time of concern.